Event description:
It has been reported that the procedure was being performed on a (B)(6) female patient in the surgery department. The catheter was placed into the patient's lumbar area and used successfully. When the physician attempted to remove the catheter, it broke. The remaining portion of the catheter had to be surgically removed from the patient. There was no delay in treatment, no patient death, and no patient complications were reported. On (B)(6) 2012 - follow up information states the patient was in the lateral position and there was not much resistance when removing the catheter. They did not use the tape and wait procedure and the patient had surgery to have the catheter removed.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.